Manufacturer narrative:
(B)(4). Incident samples have been received and are under evaluation. When the evaluation is complete, a follow-up report will be submitted.

Event description:
The distributor reported that their customer had noticed a few (2-3) defective return electrodes about a month ago. The user thought it was an isolated event. However, over the holidays they noticed it happening several additional times. It appeared that the cords were coming loose or detached. Upon receipt, returned samples were found to have loose termination covers, with exposed foil.